Event description:
It was reported that the anchorage mtp cb plate broke off in a non fusion.

Event description:
It was reported that the anchorage mtp cb plate broke off in a non fusion.

Manufacturer narrative:
Evaluation summary: the reported event that the plate broke could be confirmed since the returned device matches the reported failure. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The returned device was sent to (B)(4) for microfractographic examination. The results can be summarized in key statements as follows: the fracture surface had suffered severe secondary damage. Evidence of microscopic vibration fracture characteristics was found on the fracture surface. Interpretation of the results: microfractographic examination showed that the plate failed due to a vibration fracture (fatigue fracture). Because of the secondary damage, a fracture origination point could not be identified. The conclusion to be drawn from the orientation of the striations is that the plate was subjected to alternating bending stress. Based on investigation results, this case could be classified as user-related. (Fatigue breakage) indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.